Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1748412 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 20th nov 2020. In summary the following results were observed in the lab evaluation: flexor was observed kinked at approximately 132 cm from the white tip. Handle was actuating fine but unable to fully deploy the stent due to flexor kink. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1748412 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1748412; upon review of complaints this failure mode has not occurred previously with this lot #c1748412. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided the product was not inspected for kinks or damage before use. A notification was sent to the product manager to consider retraining at the facility . Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling. From additional information provided the product was not inspected for kinks or damage before use. It is possible that the flexor got damaged on handling/removal of the device from the packaging before use. Additionally it is possible that while during deployment device may have been in the torturous patient anatomy that subsequently may have caused a build-up of pressure resulting in the flexor kink. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The liberation system failed and the product could not be open. "As per cc form": after across the bile duct and tried open the stent was not possible open it. Device evaluated on 20-nov-2020: "flexor kinked". General questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement. What endoscope type and channel size was used? Not detailed channel size-olympus. What was the position of the elevator? Was it opened or closed? Opened. Details of the wire guide used (diameter, type, make)? Not details. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Not the stent, the introducer yes. How long was the stent in the patient by the time this complaint occurred? 0. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Not details. Is the patient known to be covid-19 positive? Not. Stricture information: what was the length and diameter of the stricture? Not details. Where was the stricture located in the body? After papilla. Was there resistance felt passing wire guide through stricture? Not unusual. Was there resistance felt passing the evolution through stricture? Not unusual. Was the stricture dilated before stent placement? Not details. No adverse effects to the patient reported.